Event description:
It was reported that the handheld connector had an issue and the handheld would not effectively charge. The physician was provided a new programming computer. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on 09/04/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 09/04/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.